Event description:
Subsequent to uneventful bilateral lasik surgery with the intralase fs laser, the pt complained of sensitivity to fluorescent lighting. Although there were no findings on the slit lamp and no loss of visual acuity, at approximately two weeks postoperatively secondary surgical intervention was performed in order to lift and rinse the flap. The patient has been referred to a neurophthalmologist. The pt is currently being treated with topical steriods and restasis.